Event description:
It was reported that following the implantation of an apogee graft, the patient experience "enormous" pain, suffering and lack of consortium, "among other uncomfortable symptoms" for the past year and a half. It was also noted that the patient was undergoing very painful pudendal nerve block injections weekly to try to relieve the pain and pressure. There were no further patient complications reported in relation to this event. Related to MFR # 3011770902-2015-00070.